Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient was feeling excessively thirsty and nauseous. His insulin pump showed that his readings were low. His parents took him to the hospital and stated that they were not able to calibrate the cgm device because they had already arrived there. No cgm or bg values were provided. At the emergency room/urgent care the patient was diagnosed with diabetic ketoacidosis (dka) and given 3 units of insulin and 4 mg of zofran for the nausea. At the time of the report the patient was home and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the ni zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).